Manufacturer narrative:
H6. Investigation results - the most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this is not confirmed, the devices were not returned. These devices are used for treatments, not diagnosis. There is no other information available.

Manufacturer narrative:
Pending investigation. Concomitant medical products: 3536146 101-45-20 - 4.5mm drill bit 20mm. 2999671 122-65-20 - 6.5mm acetabular bone screw 20mm. 3567377 164-03-10 - element-stem, collared w/ha, std offset, sz 10. 2933848 170-36-00 - biolox delta femoral head 36mm od, +0mm. 2121952 180-01-58 - nv crown cup clstr hole 58mm group 3.

Event description:
As reported via legal documentation, this patient had left hip replacement on (B)(6) 2014. He had left hip revision arthroplasty on (B)(6) 2023, approximately 8 years 3 months after their initial procedure, due to slight increasing pain and superior acetabular osteolysis. The surgeon noted that the femoral stem appeared to be quite stable with no movement. The cup was removed with ease, and appeared to have only spot welding. The surgeon also noticed very large cavitary lesion in the supra-acetabular area and extending into the posterior column, but no cortical defect. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.